Event description:
It was reported that the device reached end of life prematurely.

Manufacturer narrative:
All information provided by manufacturer and maude event report number (B)(4). Other text : na.